Event description:
It was reported by service report that the scale is giving an inaccurate reading. No pt involvement or reported adverse consequences were reported.

Manufacturer narrative:
Load cell.